Manufacturer narrative:
The returned device was evaluated and found the cannula not deployed with the pink slide insert not visible in the viewing. The device deployed upon removing the device from the top and bottom housing. The download data indicates the first prime completed at pulse 46 and the device was deactivated at pulse 56. The firing flat was in the expected vertical position at the completion of the second prime. No housing or environmental seal damage was found. The needle mechanism was reset and re-deployed with no issue. The cause of the device not deploying could not be determined.

Event description:
It was reported while a patient had been wearing a pod for less than an hour the cannula had retracted upon initial activation. The patients reported blood glucose level was 120 mg/dl.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determined the needle mechanism failure reported. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.